Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A supplemental report will be submitted when the manufacturer's investigation has been completed the submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Device still implanted in patient.

Event description:
Approximately ten weeks post hvad implantation this patient reported that the controller changed to the second battery when the first battery greater than twenty-five percent charge still remaining. The battery was replaced and has been returned to the manufacturer for evaluation. There was no reported patient injury.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.